Manufacturer narrative:
A review of the device history recordthe device was returned for evaluation and the customers allegation was confirmed. It was noted that water tightness was lost due to damage to the channel tube and the plastic distal end cover had discoloration. The adhesive on the bending section rubber was detached. The play of the up/down knob was out of standard value due to wear of the angle wire. The suction volume also did not meet standard value due to damage on the channel tube. Found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: it is presumed that the issue occurred as reprocessing was not conducted properly due to leakage from biopsy channel. However, a root cause could not be identified. This issue is addressed in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that the evis exera iii gastrointestinal videoscope bending section rubber was dirty. The issue was found during receipt inspection. Inspection and testing of the returned device found that the bending section rubber had clotting protein and there was residual liquid/foreign material coming out of the channel tube. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.